Manufacturer narrative:
Investigation summary: a mp1000 china sample was not available for investigation of this feedback; however the customer indicates that air in line was identified during patient use. The connecting product used at the time of the reported incident was not returned to assist the investigation. Investigation conclusion: a mp1000 china sample was not available for investigation of this feedback; however the customer indicates that air bubbles were observed within the infusion set-up. Further information relating to the infusion set-up was not available. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 16018067 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. There are a number of clinical factors that can influence the presence of air within the infusion set; the infusion set should be primed slowly ensuring that all air is removed; refrigerated solutions should be allowed to reach room temperature (unless contra-indicated by the pharmacy department), and the bag should be tapped to encourage de-gassed air out of the solution. A review of the customer feedback database indicates that this is an isolated occurrence with no other similar report against the maxplus device in the past 12 months. Root cause description: obtained DHR: pr: (B)(6), product : mp1000 china, lot: 16018067, qty: (B)(4), qn: none, q7: none, mf date: 17-01-16, exp. Date: 17-01-21. Mp1000 china 510k this is an international code- the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mp1000. The 510k number provided is for the domestic similar product - k072542.

Event description:
It was reported that the maxplus positive pressure connector experienced air bubbles/air in line. The following information was provided by the initial reporter: the patient's infusion channel is cvc. The new positive pressure heparin cap (no needle connector) replaced at 15:00 on (B)(6) 2020 resulted in many tiny bubbles were generated at the lower end of the infusion tube used on (B)(6) and (B)(6), these small bubbles had not flowed into the patient's position, but have been accumulating underneath. It was originally suspected to be a problem with the infusion tube. This phenomenon occurred during the replacement of the infusion tube during several times. This phenomenon still occurred after replacing infusion tubes of different varieties after the phenomenon, this phenomenon did not occur after replacing the positive pressure heparin cap (without needle connector) on the afternoon of (B)(6). Although the incident caused no harm to the patient, the family members expressed dissatisfaction.